Event description:
In 1/01, the physician attempted closure of the arteriotomy after an interventional procedure with the closer tsl 6 fr. Device. Difficulty getting good marking was experienced. The device was exchanged for a second device, and again it was difficult to achieve good marking. The physician decided to remove the device and insert a 7 fr. Sheath. The pt was sent to the floor with the sheath in place, but oozing was noted. On the following morning, the physician notified the perclose representative that the pt had gone to surgery. A small tear in the artery was repaired. Neither the physician or the surgeon could determine how the tear occurred. The pt is reported to have recovered and was discharged on the following day.